Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h6: product code 03.037.030. Lot number l294125. Manufacturing site: hägendorf. Release to warehouse date: march 2, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the extract-instr f/tfna helic blade+scr (p/n: 03.037.030, lot #: l294125) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was received assembled with tfna scr perf l100 tan (p/n: 04.038.200s). No other issues were observed with the returned device. Functional test: during functional test, an attempt to disassemble the helical blade from the tfna scr per l100 failed as both the devices were jammed. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: specified dimensions: shaft diameter . Measured dimensions: shaft diameter =conforming. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. - extraction instrument for head element. - shaft for extraction instrument. Complaint confirmed? Yes, the device received was not able to disassemble from the mating device. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the extract-instr f/tfna helic blade+scr (p/n: 03.037.030, lot #: l294125). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on all the images located under pc. Upon inspecting all the photos provided, the helical blade/screw extractor was found connected to the nail. However, the complaint condition of nail stuck jammed onto the extractor cannot be confirmed based on the images. The root cause of the complaint cannot be confirmed based on the images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: product code 03.037.030, lot number l294125, manufacturing site: (B)(4), release to warehouse date: 02. Mar 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the unknown tfna helical blade jammed onto the helical blade/screw extractor. The issue was found during loan kit inspection. There is no further information available. Concomitant devices reported: unknown extractor blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) helical blade/screw extractor. This is report 2 of 2 for (B)(4).